Event description:
The superior attachment system was deployed below the celiac artery rather than below the renal arteries. The locator marker was positioned at the celiac rather than being positioned at the renal arteries. There was probably about 2 cm distance between the celiac and the renals. The initial angio located the renal arteries, but the angio performed after deployment showed the superior attachment system at the celiac level. The surgeon opened the pt. The graft was cut right below the renal arteries and removed, leaving the superior attachment system in place. A 25x30 graft was surgically attached. An angio was performed to verify flow to the renal arteries. Since there was no flow to the renals the chest was opened. The spleen was damaged during the opening of the chest and removed. The pt was hemodynamically stable. Blood pressure post open repair was in the low 100's and heart rate 70 to 80. The pt expired post repair in the ICU. Potential cause of death was a pneumothorax from the open repair, unconfirmed at the time of this report.